Manufacturer narrative:
Additional information: d10, h3, h6. H10: two actual samples were received for evaluation for the reported issue of unable to close. A visual inspection was performed on the two (2) samples with the naked eye with no issues noted. Functional testing including leak, clear passage, clamp function, and integrity testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets were unable to close with a non-baxter adapter. The titanium adapter remained in use. This was observed during use of the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.